Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported rf (radio frequency) head issue; the rf head failed telemetry when stressed. The rf head cable insulation found damaged. (B)(4).

Event description:
It was reported the programmer displayed an error code after start. It was also reported the rf (radio frequency) head cannot work. The programmer and rf head were returned for repair. No patient complications were reported as a result of this event.